Manufacturer narrative:
Medtronic received the following information from the journal article entitled; multicenter analysis of endovascular aortic arch in situ stent-graft fenestrations for aortic arch pathologies. Https://doi.org/10.1016/j.avsg.2019.02.005 reinhard kopp,yoshiaki katada, shunichi kondo, bjorn sonesson, norio hongo,leonard tse, nikolaos tsilimparis, sean crawford, jean m. Panneton, tilo kolbel, jiang xiong, wei guo and piotr m. Kasprzak. Annals of vascular surgery 2019 vol 59. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft were implanted in patients for endovascular aortic arch repair. The patients had in situ fenestration carried out of non-mdt stent grafts and endurant iiac extension stent grafts were implanted to connect the brachiocephalic trunk to the fenestrated stent graft. The following events were reported: malfunction: type iii endoleak.